Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d8, h3, h4. Correction to b5, please see b5 for further information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: the issue occurred during reprocessing.

Event description:
It was reported that the 10 ml of 10 percent (%) buffered formalin exposed to colonovideoscope during high level disinfection in place of 70% isopropyl alcohol. This medwatch was submitted for incorrectly reproduced scope was used for the next procedure. The issue occurred during preparation for use of the device for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.